Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/23/2014 with the following results: during testing, the pump had audible tones upon powering on. The pump passed an audio reading testing. The audio tone issue could not be confirmed or duplicated during investigation. Unrelated to the complaint, the display screen was dim and discolored. The battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (audio tone issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.